Manufacturer narrative:
The patient passed from unrelated complications on (B)(6) 2016. No treatment for the loose tooth was provided. Loose teeth associated with intubation could be caused by the patient biting down too hard or clenching their teeth against a hard surface.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016. He was intubated and an anchorfast guard endotracheal tube holder was applied on the same day. When performing oral care on (B)(6) 2016 a top front tooth was noted to be loose. The patient died on (B)(6) 2016 unrelated to the loose tooth.